Event description:
The customer called because she was concerned with the low blood glucose readings on her contour. She had previously been taken to the hospital because of hypoglycemic symptoms of shaking, nervousness and blurred vision. A lab test was performed and her blood glucose was 38mg/dl. She was treated with apple juice and glucose injection. Customer had no strips left to return for evaluation. Only the meter information was provided. A new meter was sent to her.